Manufacturer narrative:
The changes are as follows: medical device lot #: 9073876. Medical device expiration date: 2024-03-31. Device manufacture date: 2019-03-26.

Event description:
It was reported that breakage occurred with a bd solomed¿ 5ml syringe with needle. The following information was provided by the initial reporter, "during the aspiration, the syringe broke; detached the two parts."

Event description:
It was reported that breakage occurred with a bd solomed¿ 5ml syringe with needle. The following information was provided by the initial reporter, "during the aspiration, the syringe broke - detached the two parts."

Manufacturer narrative:
Investigation summary: DHR, quality notifications and maintenance records were checked for the batch in question and no records potentially related to reported failure were found. In the evaluation of the sample provided by the customer, it was possible to observe activated rod, but the opening of the package was performed in a way that can lead to premature rod activation. Validated tests are performed for stem activation force during the release of the produced batches, not being observed nonconformities for the claimed batch. Thus it is not possible to confirm that the defect would be related to the bd process. The incident identified from this complaint will be monitored for trend assessment.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that breakage occurred with a bd solomed¿ 5ml syringe with needle. The following information was provided by the initial reporter, "during the aspiration, the syringe broke - detached the two parts."